Event description:
It was reported that the right ventricular (rv) lead threshold has risen in the past year. It was also reported that the patient had an echocardiogram, x-ray and isometrics performed which were normal. Increased follow up will be discussed with the physician. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that pacing output had been increased. The lead was ultimately explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).